Manufacturer narrative:
The complaint could not be confirmed since the affected device was not returned. Information about the product were also not provided. The review of the device history record could not be performed. Medical imaging confirm the trapeziectomy performed by the surgeon. Several external factors such as surgical environment, technique, or patient condition may have contributed to the event. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that the patient experienced pain. Initially, the cup and neck were removed due to suspected infection. A revision attempt was made, but ended with device explantation and trapeziectomy.